Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of an episode was requested for this subcutaneous implantable cardioverter defibrillator (sicd). An appropriate shock was delivered; however, it did not convert the patient's arrhythmia. Following the failed conversion, the patient self converted. Images from a few months prior showed potential electrode migration. A boston scientific technical services consultant recommended current x-rays be performed and compared to implant and recent images. The consultant stated a shift in the position of the electrode may have contributed to the failed conversion and repositioning could be considered. The local area sales representative was contacted for additional information and reported the x-rays confirmed electrode migration. A revision procedure was subsequently performed and the sicd and electrode were replaced with a transvenous system. The explanted products will not be returned for evaluation. No additional adverse patient effects were reported.